Manufacturer narrative:
(B)(4). Serial # was request, but not provided therefore; the device manufacturer date is unknown. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the manufacturer¿s technical services representative reviewed the submitted log files and observed the lvad had no external power alarm on (B)(6) 2018 from 7:47:45 to 7:48:01, this appears to be the power cord of the mobile power unit (mpu) was coming unplugged. It was advised to the customer to order a locking power cord. There were no other unusual events seen within the log file. Additional information was requested, was not provided.